Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was further reported vascular access was obtained via the right femoral artery.

Event description:
Same case as MDR#2134265-2013-04005. It was reported that during a rotational atherectomy treatment procedure, the rotawire guide wire fractured. The target lesion was located in an unspecified vessel. The physician advanced a 1.25mm rotablator burr over the rotawire and was able to ablate the lesion. The burr was then exchanged for a 1.75mm rotablator burr. During the exchange the wire came back toward the burr and the burr sheared off the distal tip in three different areas. The procedure was not completed due to this issue. The patient was sent to surgery. The patient's current status is unknown.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).